Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and oversensing resulting in delivery of an inappropriate shock. Noise was able to be recreated in all programmed vectors with arm movements. A setscrew anomaly was suspected. A revision procedure was performed. Electrode to device header connections were verified to be appropriate. The electrode was disconnected and reinserted into the device header. A 10 joule shock was delivered and shock impedance measurements were noted to be within normal limits at 70 ohms. Noise was observed in the alternate vector following the shock. The electrode was again removed and reinserted into the device header and no further noise was observed. No additional adverse patient effects were reported. This product remains in service.